Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. This did result in an accidental stick as customer was preparing to complete a blood glucose test. Caller used the unexpected stick to get the blood sample needed for the blood glucose test. No treatment was required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.